Manufacturer narrative:
Additional information was added to the following fields h6: patient code.

Event description:
It was reported that during the implant procedure of this right ventricular lead the patient became combative and due to this, placement difficulty of the lead was experienced, the implant surgery was completed. Later, the physician decided it would be best to reposition the lead, during this procedure, asystole of under 2 seconds was observed during lead test, therefore it was decided for patient safety to replace the lead. The lead was successfully replaced. No further adverse patient effects were recorded.

Event description:
It was reported that during the implant procedure of this right ventricular lead the patient became combative and due to this, placement difficulty of the lead was experienced, the implant surgery was completed. Later, the physician decided it would be best to reposition the lead, during this procedure, asystole of under 2 seconds was observed during lead test, therefore it was decided for patient safety to replace the lead. The lead was successfully replaced. No further adverse patient effects were recorded.

Event description:
It was reported that during the implant procedure of this right ventricular lead the patient became combative and due to this, placement difficulty of the lead was experienced, the implant surgery was completed. Later, the physician decided it would be best to reposition the lead, during this procedure, asystole of under 2 seconds was observed during lead test, therefore it was decided for patient safety to replace the lead. The lead was successfully replaced. No further adverse patient effects were recorded.